Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(4) 2018; the initial reporter was provided and it was specified that the units of the previously reported medication dosage (0.4502) were mg/day.

Event description:
Information was received from a manufacturer representative on (B)(6) 2018 regarding a patient receiving morphine (1mg/ml at 0.4502) via an implanted infusion pump. The indication for use was spinal pain. It was reported that a motor stall occurred on an unspecified date. It was noted that the home infusion company was called on (B)(6) 2017, and the patient's healthcare provider was made aware on (B)(6) 2018. The pump was replaced on (B)(6) 2018 and the issue was considered resolved. Per the patient, there were no environmental, external, or patient factors that were thought to have caused or contributed to the event. The representative was unaware of diagnostics/troubleshooting performed related to the event. The patient's status at the time of report was alive - no injury, and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified corrosion on the motor gear train that contributed to the motor stalls. If information is provided in the future, a supplemental report will be issued.